Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jul2020.

Event description:
It was reported that the ventilators power management (pm) board was defective. Reportedly, the unit shutdown and could not be turn on again. There was no patient involvement.

Manufacturer narrative:
G4: 13aug2020; b4: 19aug2020. H11: information was received that there was no malfunction of the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.